Event description:
It was reported that during initial implant procedure, the lead was discovered to be dislodged. Upon attempted reposition, the lead exhibited an insulation breach. The lead was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.